Event description:
It was reported that this implantable pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Also, this device reached end of life (eol). This device was explanted and replaced. No additional adverse patient effects were reported.